Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. From the results of the investigation, this device was manufactured prior to the mitigation activities taken through a design change of the power switch. Therefore, this event was likely caused by the power switch being damaged due to the operating force applied to it. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the device had the previous version of the main power switch and it was damaged. Additionally, the scope socket slider switch was worn out and causing intermittent use of high intensity mode. Furthermore, a worn out socket air joint was leaking air pressure. The lamp on the device read at 490+ hours, and minor wear was noted on the rear panel. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the power switch for the evis exera iii xenon light source was sticking and could not be turned off. There was no patient harm or consequence reported as a result of this event.